Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated power-on reset parameters were present.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470, competitor implantable pacing lead, (B)(6) 2005; 4542, competitor implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the device had two electrical resets. Both resets were cleared. The device is still in use. No patient complications have been reported as a result of this event.